Manufacturer narrative:
11/4/1998- supplemental report #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The device was used during an axillary curge procedure. Reportedly, the clips scissored. The surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.